Event description:
The rptr stated that rptr did back to back blood glucose tests, within 5 minutes, using different finger sticks. Rptr's results were 201 and 116 mg/dl. Rptr did not have any symptoms. No harm was alleged.